Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a technical error 53 and 3. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site telephone), g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11corrected fields: d4 (UDI), h8. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the machine was checked, problem found that electrical test fail code 53 is displaying at the power up stage. After inspection it is found that there is water molecule in the shuttle transducer. Cleaned and properly dried the transducer. Problem solved. Performed all functional and safety test. Machine tested for more than one hour. Machine working ok. Electrical test fail code 53 repeated on second day. Problem suspected with front end board. Front end board required for testing purpose. Machine not working. Cross check the front end pcb and verified for more than 2 hrs, no any error found, performed all functional test. Front end pcb found defective. Need to be replaced same. Machine not working. The fse replaced front end pcb (0670-00-0668e) with new one and checked all functions machine working more than 2 hrs no any error found. Machine working ok. Electrical test fails # 3 was also resolved.